Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced prolonged hyperglycemia around 400 mg/dl for several hours while using the ilet system, contacted support because the infusion set was expired, and self-administered subcutaneous insulin via pen before the call; the agent advised waiting approximately two hours before reconnecting to the pump to reduce insulin stacking risk and planned to assist with reconnection and supply change. Symptoms included hyperglycemia. Outcomes included an unexpected medication intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem and component. It was concluded, based on previously established findings for similar reports, that the cause was not established.